Manufacturer narrative:
Additional patient data was added on 22july2025 and section b5 describe event or problem was updated with the new information. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient with no symptoms of a myocardial infarction. The sample was lower by another method. The following data was provided: architect initial result = 0.1590 ug/l repeat result = 0.1520 ug/l reference range of 0-0.016 g/l roche result = <0.012 g/l reference range of 0-0.03 g/l. Additional information provided 22jul2025: two additional patients with falsely elevated architect stat high sensitive troponin-I results. Both patients had no symptoms of myocardial infarction. Patient 2 initial result = 0.0550 ug/l repeat result = 0.0580 male patient johnson & johnson result = <0.0120 ug/l(reference range = 0-0.03 ug/l). Patient 3 initial result = 0.1720 ug/l male patient johnson & johnson result = 0.05 ug/l(reference range = 0-0.03 ug/l) there was no reported impact to patient management.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient with no symptoms of a myocardial infarction. The sample was lower by another method. The following data was provided: architect initial result = 0.1590 ug/l repeat result = 0.1520 ug/l reference range of 0-0.016 g/l roche result = <0.012 g/l reference range of 0-0.03 g/l. Additional information provided 22jul2025: two additional patients with falsely elevated architect stat high sensitive troponin-I results. Both patients had no symptoms of myocardial infarction. Patient 2 initial result = 0.0550 ug/l repeat result = 0.0580 male patient johnson & johnson result = <0.0120 ug/l (reference range = 0-0.03 ug/l). Patient 3 initial result = 0.1720 ug/l male patient johnson & johnson result = 0.05 ug/l (reference range = 0-0.03 ug/l) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 73384ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation architect stat high sensitive troponin-I reagent lot 73384ud00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for one patient with no symptoms of a myocardial infarction. The sample was lower by another method. The following data was provided: architect initial result = 0.1590 ug/l repeat result = 0.1520 ug/l reference range of 0-0.016 g/l roche result = <0.012 g/l reference range of 0-0.03 g/l 73384ud00.